Event description:
The dr was unable to insert the sheathless iab into the pt. The dr complained about the tip of the iab. A sheath was used and the iab was used. No product was returned to datascope for evaluation. (Event complications: unknown - reported 6/22/1998.) (Pt's current status: unk - reported 6/22/1998.)